Event description:
The customer reported the system displayed an error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and directed them in evaluating and resetting the system. The system operates as intended.